Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. Please see updates to h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image and non-functional buttons were unable to be identified, as the customers allegation was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered no defects. The malfunction was rather caused by the customer¿s processor. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified procedure, an error message displayed on the 4k camera head, with no image. Additionally, another error message was displayed on a concomitant visera 4k uhd camera control unit to restart. After the restart, the screen was black. A video image was present, but the camera was unable to controlled with buttons. There were no reports of patient harm associated with this event.